Event description:
The manufacturer received information from a home visit clinic alleging that an obstruction alarm has been sounding frequently for the past two to three (2-3) days for a trilogy evo device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer's service technician performed a functional test on the device, but no failure was found on the device. The manufacturer's service technician performed an internal check and found no abnormality for this device. The manufacturer's service technician alleged the cause would be an exhalation valve failure, twisting or blockage in the proximal valve line, or active exhalation control module failure. However, the manufacturer's service technician was unable to identify the cause of this issue. The manufacturer's service technician proactively replaced the proportional valve, three-way solenoid valve, and in-line filter to address the issue. After replacing the parts on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operational and cleaned it.